Manufacturer narrative:
Final analysis found that the proximal coil was offset and the distal insulation was damaged at 30.6 cm and 30.8 cm from the connector pin. The damage could be due to clavicular crush.

Event description:
It was reported that the right atrial lead exhibited low impedance and an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.